Event description:
While transporting a patient, alaris medley pump channels (2) stopped working and powered off, causing the non-delivery of anesthetic drug to be delivered. Discovered small crack in connector which connects channels to pcu which results in connector contacts not mating if there is any force of any kind on the top of the channel(s). In our investigation, we have discovered several more pcu modules with the same issue. I have the connector available for review.